Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A needle was received with the needle tip broken. Upon microscopic inspection of the needles, instrument marks were observed at the needle tips. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The observed instrumentation damages suggested that the needles were grasped improperly at the needle tip during application. Firmly grasping the needle at the tip weakens the needle causing it to bend and/or break. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter.the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing a purse-string suture intra-operatively, the needle broke. A new suture of a different lot was used to complete the procedure. No additional information was provided.